Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error noted in the insulin pump history and critical pump error (open book image) alarm noted during testing due to moisture damage on force sensor. Moisture damage was found on electronic assembly on printed circuit board. Unable to perform the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No blank display noted. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained keypad overlay.